Manufacturer narrative:
The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump despite a set change. Through troubleshooting it was noted that the alarm may have been caused by set or reservoir occlusion. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.